Manufacturer narrative:
Visual inspection was performed on the returned device. The reported stretched shaft and separation were confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty removing the device could not be determined; however, the reported stretched shaft and separation appear to be related to circumstances of the procedure. Possible factors that can contribute to difficult to remove/resistance with the introducer sheath post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support or interactions with other devices. Additionally, it is likely that the shaft became stretched during attempts to remove the device, as difficulty was encountered, and upon further manipulation the shaft ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a stenosed lesion in the right common femoral artery. The 4 x 120 mm armada balloon dilatation catheter (bdc) was advanced over a .014 guide wire (gw) to the target lesion and the balloon was inflated to treat the lesion; however, during removal the bdc became stuck with the introducer sheath. The shaft of the bdc became stretched and separated and a portion of the bdc remained in the sheath. The sheath was removed with the separated portion of the bdc. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.